Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported ¿silicone in lymph nodes of right armpit (ganglionar siliconoma)¿, ¿periprosthetic capsule from right breast, fibrous pseudo periprosthetic capsule with histiocytosis secondary to silicone leakage¿ and ¿patient wanted not to have mammary prosthesis due to the risk of anaplastic large cell lymphoma.¿the device has been explanted. Device discarded.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201, f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, silicone migration, granuloma.

Event description:
A healthcare professional reported ¿silicone in lymph nodes of right armpit (ganglionar siliconoma)¿, ¿periprosthetic capsule from right breast, fibrous pseudo periprosthetic capsule with histiocytosis secondary to silicone leakage¿ and ¿patient wanted not to have mammary prosthesis due to the risk of anaplastic large cell lymphoma.¿the device has been explanted.